Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to a routine device upgrade from an implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD), and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.